Event description:
None-infective joint fluid retention [joint effusion]. Case description: literature-spontaneous report was received on (B)(6) 2012 from an author regarding a (B)(6) female pt, initials unk, with gonarthrosis of left knee. This report is from a literature article entitled "efficacy and complications of hylan g-f20 in osteoarthritic knees". The pt's medical history was significant for previous use of synvisc ((B)(6) 2012). On (B)(6) 2011, the pt initiated treatment with second course of synvisc (hyland g-f20) injection, 2 ml every week; route of administration not provided. The lot number of synvisc not provided. On (B)(6) 2011, the pt developed joint fluid retention for which the pt visited hospital and 40cc of joint fluid was aspirated. It was reported that the event was aseptic. The same day, pt received second synvisc injection of this course by another physician. Action taken with synvisc was not provided. On (B)(6) 2012, the pt again visited hospital but the physician did not give synvisc injection, however the pt was instructed to take rest and take loxoprofen sodium hydrate. The event alleviated with resting and tranquilizers. On (B)(6) 2011, the pt recovered from the event on non-infections joint fluid retention. Relevant concomitant medications reported include loxoprofen sodium hydrate. The intensity for the event of non-infectious joint fluid retention was not provided. The reported physician assessed the relationship between synvisc and the event of non-infectious joint fluid retention as definite.

Manufacturer narrative:
Journal: japan orthopedic surgery society on knee/arthroscopy/sports [joskas]. Author: kuriyama s, momona k, tamaoki y, et al. Title: efficacy and complications of hylan g-f20 in osteoarthritic knees. Volume: 37(4). Year: 2012. Pages: 1-26. Additional info was received on (B)(6) 2012 in the form of qa (quality assurance) investigation summary. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.